Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys folate iii assay (fol) on a cobas 8000 e 602 module (e602). It was asked, but it is not known if any erroneous results were reported outside of the laboratory. The sample initially resulted as 20.00 ng/ml accompanied by a data flag. The sample was diluted manually at a 1:2 dilution and tested, resulting as 3.76 ng/ml on (B)(6) 2018. The customer repeated dilution of the sample and measured it again, resulting as 3.7 ng/ml on (B)(6) 2018. It was also repeated again without dilution, resulting as > 20 ng/ml. The customer did not know which result was correct. No adverse events were alleged to have occurred with the patient. The fol reagent lot number was 26560504, with an expiration date of 30-sep-2018. Calibrations signals were within expected values.

Manufacturer narrative:
The patient's age was confirmed to be (B)(6) years at the time of the event.

Manufacturer narrative:
A sample from the patient was provided for investigation. The customer's measured result of > 20 ng/ml could not be reproduced. The reagent performs within specifications.

Manufacturer narrative:
The field service engineer found that the customer was using tubes with a height that was outside of specifications for use on the analyzer. The investigation was unable to find a definitive root cause.